Event description:
Patient reported "discomfort and medical concerns, recall implant". This record is for the left side. Healthcare professional later reported capsular contracture, baker grade ii and device deformity. Pain on palpation of the breasts, asymmetry, palpation of indurated implant. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported "discomfort and medical concerns, recall implant". This record is for the left side. Device was explanted and replaced.